Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; 11 devices have damaged/broken components, 8 had bent components and 1 had a peeled component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 20 </noe> malfunction events, where it was reported the power cord was damaged (either damaged prongs or exposed wires). 18 events had no patient involvement. 2 events had patient involvement, however there were no consequences or impacts to the patient.